Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.during the processing of this complaint, attempts to obtain patient information were made but not received.

Event description:
Additional information received indicates that lead fracture was confirmed via x-ray. The patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-05382. It was reported that the patient's system is autoreducing due to high impedances. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.